Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in left anterior descending artery. A 3.00 x 38 synergy drug-eluting stent was advanced for treatment. However, it was noted that the stent wrapped up or flared up on the edges. The procedure was completed with another of the same device. No patient complications were reported.